Event description:
Customer reports injection site "popped off of arterial line". Patient lost 150cc of blood. No further information provided. Additional information from risk manager revealed there was no blood loss, patient injury or medical intervention.